Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a euphora balloon catheter to treat a moderately tortuous severely calcified lesion with 99% stenosis in the left anterior descending (lad) artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. No issues were noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. During balloon inflation a balloon burst, leak or catheter leak occurred. Inflation pressure of 10atm for 15sec was applied to the balloon prior to the rupture/burst or leak. Pre-dilation was not performed for the targeted lesion. Post-dilation was performed. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. No patient injury.

Manufacturer narrative:
Additional information: it was reported that the balloon burst event occurred on the first inflation. The procedure was completed using a competitor's 1.5mm balloon catheter. If information is provided in the future, a supplemental report will be issued.